Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal heavy menstrual bleeding"), dyspareunia ("dyspareunia"), vaginal discharge ("vaginal discharge"), infection ("infections"), ovarian cyst ("ovarian cyst"), depression ("depressed") and anxiety ("anxious"). The patient was treated with surgery (surgical removal of the essure devices). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, dyspareunia, vaginal discharge, infection, ovarian cyst, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, dyspareunia, infection, menorrhagia, ovarian cyst, pelvic pain and vaginal discharge to be related to essure. The reporter commented: she sought treatment on multiple occasions for symptoms of abnormal heavy menstrual bleeding, pelvic pain, dyspareunia, vaginal discharge and infections, and ovarian cysts, among other- symptoms. Diagnostic results: following the requisite time period after implantation of essure she had a hsg test. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: yes, type of test: hysterosalpingogram (hsg). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dyspareunia ("dyspareunia"), vaginal discharge ("vaginal discharge"), infection ("infections"), ovarian cyst ("ovarian cyst"), depression ("depressed"), anxiety ("anxious"), menorrhagia ("abnormal heavy menstnlal bleeding/abnormal bleeding (menorrhagia),") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vaginal haemorrhage, dyspareunia, vaginal discharge, infection, ovarian cyst, depression, anxiety, menorrhagia and dysmenorrhoea outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, infection, menorrhagia, ovarian cyst, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: she sought treatment on multiple occasions for symptoms of abnormal heavy menstnlal bleeding, pelvic pain, dyspareunia, vaginal discharge and infections, and ovarian cysts, among other- symptoms. Diagnostic results: following the requisite time period after implantation of essure she had a hsg test. Most recent follow-up information incorporated above includes: on 28-may-2019: pfs received- new events abnormal bleeding (vaginal), dysmenorrhea (cramping) were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.